Manufacturer narrative:
Additional information provided in h.6. And h.10. This complaint has been opened based on a technical service inquiry, and no service has been performed. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on (B)(6) 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the gas tank ran out of gas during a procedure. The case was able to be continued.